Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that there was moisture/corrosion in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2017 with the following findings: on examination, the battery compartment was noted to be intact and without damage. The returned battery cap was able to fit securely to the pump. There was moisture corrosion observed inside the battery canister. The pump passed leaked testing without evidence of moisture ingress in the pump. The pump cover was removed for further investigation; no additional moisture was noted inside the pump. Investigation confirmed the alleged moisture inside the battery canister; however, no moisture leak was duplicated.